Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem field (b1) and outcomes attrib to adv event field (b2) in section b, adverse event/product problem. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to a non specific product performance anomaly. This right ventricular (rv) lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to a non specific product performance anomaly. This right ventricular (rv) lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.